Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device had met specifications due to no sample being returned for evaluation. A potential failure mode could be ¿product damaged upon arrival¿ with a potential root cause of "inappropriate package design." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:"visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that 20 catheters were bent and twisted and were not able to be used for insertion by the patient. No medical intervention was reported.